Event description:
The customer reported that the grid on the image intensifier has hole in it.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced ii grid. The system operates as intended.